Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not calibrate according to user guide recommendations. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. At the time of contact with dexcom technical support, patient's mother stated that patient experienced a low resulting in patient's mother administering juice. Patient's mother reported no injuries or further medical intervention beyond the patient's consumption of juice. The current condition of the patient was relayed as feeling okay.